Manufacturer narrative:
H10: b5: event description updated.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "fast-fix 360 curved needle" could not be deployed, preventing the completion of the meniscus suture. In consequence, the t1 implant was removed from the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H11: corrected information on e1 (foreign zip code): (B)(6).

Manufacturer narrative:
H6: one 72203721 fast-fix 360 curved needle delivery expanded indication system device was used in treatment but not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Anchor proximity; tension causing t1 to pull t2. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "fast-fix 360 curved needle" could not be deployed, preventing the completion of the meniscus suture. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.